Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) of 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) of 2011, the patient experienced genital haemorrhage ("gen. Abnorm.bleed"), dysmenorrhoea ("dysmenorrhea (cramping), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia), fatigue ("fatigue"), migraine ("migraine\ migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), corrective lens user ("vision probs: reading glasses"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia) and rash ("rashes on back"). In (B)(6) of 2013, the patient experienced tooth disorder ("dental probs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/ skin condition") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, vaginal discharge, tooth disorder, fatigue, hormone level abnormal, migraine, headache, nausea, alopecia, weight increased, corrective lens user, dysgeusia, vaginal haemorrhage and rash had resolved and the dermatitis allergic and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, corrective lens user, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as 2007 and in recent follow up as (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received; reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal), rashes on back, were added & one event was updated from vision/eye problems to reading glass. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced genital haemorrhage ("gen. Abnorm.bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraine\ migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and rash ("rashes on back") and underwent eyeglasses therapy ("vision probs: reading glasses"). In (B)(6) 2013, the patient experienced tooth disorder ("dental probs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/ skin condition") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, vaginal discharge, tooth disorder, fatigue, hormone level abnormal, migraine, headache, nausea, alopecia, weight increased, eyeglasses therapy, dysgeusia, vaginal haemorrhage and rash had resolved and the dermatitis allergic and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, eyeglasses therapy, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as --2007 and in recent follow up as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/ skin condition"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental probs"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), visual impairment ("vision probs") and dysgeusia ("metallic taste in mouth") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, tooth disorder, fatigue, hormone level abnormal, migraine, headache, nausea, alopecia, weight increased, visual impairment and dysgeusia had resolved and the dermatitis allergic, allergy to metals and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as 2007 and in recent follow up as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), apareunia , menorrhagia (heavy menstrual bleeding), general abnormal bleeding, rash/ skin condition, nickel allergy, vaginal discharge, dental problems, fatigue, migraine, headaches, nausea, hair loss, weight gain, vision problems, and metallic taste in mouth were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.